Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached recommended replacement time (rrt) "in less than four years." The device was explanted and replaced. It was also reported that left ventricular (lv) lead thresholds had been chronically high. Lv lead pacing outputs were adjusted on the new device to maintain a larger safety margin. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high. The analyst noted that lv capture management weekly trend data shows threshold measurements elevated and varied throughout the record from 2.125v up to greater than 6.0v. Products: 694265 lead implanted 1999 (B)(6). (B)(4).

Event description:
It was further reported that extremely high outputs on the left ventricular (lv) lead led to "very early battery depletion" for the replacement cardiac resynchronization therapy defibrillator (crt-d). The replacement crt-d was explanted and replaced approximately nine months after implant. The lv lead was also replaced. No patient complications have been reported as a result of this event.